Event description:
The haptic of an aq2010v model lens broke while it was being inserted. The lens touched the patient's eye but was not implanted. There was no patient injury. It is unknown if the lens or delivery system malfunctioned.